Event description:
The customer reported the cine function is not working. No pt injury was reported.

Manufacturer narrative:
The ge representative evaluated the system and reloaded the system software. System operates as intended. (B)(4).